Event description:
It was reported that approximately half a year post implant the patient presented with an infection at the neck incision and presented in the or. In addition, the patient had low impedance, which remained after multiple tests. The surgeon then cut open the neck incision and noted that he could not see any visible issues with the lead. X-rays were taken and showed no signs of lead issues. The surgeon then continued to work in the neck incision to expose the vagus nerve. He then proceeded with removal of lead coils from vagus nerve, and then made an incision in the chest pocket to expose the generator. Upon incision of the chest pocket, a large amount of infected fluid came out of the incision. Generator was removed, and multiple culture samples from chest pocket were taken. The surgeon reported that the patient's pediatrician had inserted a sharp, probing instrument in the patient's infected neck incision previously. With limited details, it is unknown whether this reported incident could have contributed to the low impedance value and possible/probable short in the lead as nothing was visibly noticed on the lead cable during the procedure. The device history records of the lead and generator were reviewed. Sterility of both products prior to release was verified. This report captures the infection event. MFR report #1644487-2020-00387 captures the patient's low impedance event. No further relevant information has been received to date.

Event description:
The surgeon reported that the cause of the infection was unknown, but the patient was delayed and preferred to lay/look to his left; he struggles with excessive salivation which caused moisture to incision site. The only known trauma/manipulation to lead was the pop to drain the lesion over the incision on (B)(6) 2019. No further relevant information has been received to date.

Manufacturer narrative:
B3 date of event, corrected data: supplemental #01 report inadvertently listed the incorrect event date. B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information. B6 relevant tests/laboratory data, including dates, corrected data: supplemental #01 report inadvertently left out relevant information. F10 adverse event problem, corrected data: supplemental #01 report inadvertently did not add codes a0509, a090402 and g0203402 to capture the reed switch failure h6 adverse event problem, corrected data: supplemental #01 report inadvertently did not add codes c0202 and d02.

Event description:
Internal data from the generator was reviewed and the following signatures that are consistent with a reed switch malfunction: quickview tab showed impedance value of 2 during system diagnostic and interrogation operations. Deep dive row was set to row 6. Logs tab showed negative values for "impedance change history lead impedance". Status tab notes the lead impedance adc value as 0. The previous report of low impedance captured in MFR. Report # 1644487-2020-00387 is associated with the reed switch malfunction and will now be captured in this report as the suspect device for the malfunction is the generator. MFR. Report# 1644487-2020-00387 has been closed and any new information received moving forward will be housed in this report.